Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The provided logs and archives did not capture any abnormalities, which confirms the root cause of the reported issue. Analysis found that the reported issue was not cause by the software. Analysis found that the software functioned as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: 0254, ubd: unknown, UDI#: unknown ; product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown h2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep setup the system after the procedure to try to recreate the scenario and determined that there was actually nothing wrong with the automated trajectory guidance unit. The rep figured out that the manual placement of the automated trajectory guidance unit was just at the limit of the robotic motions of the positioner to reach the plan trajectory. Since the plan was just barely out of reach, one time it would lock successfully and the next it would not.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0908 was coded for the target being "a little off." A15 was coded for not being able to lock the target. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during a laser fiber insertion procedure. It was reported that the automated trajectory guidance unit was unable to lock the target, and the target was "a little off" during drilling. The automated trajectory guidance unit would not lock after attempting to realign. The manufacturer representative (rep) could hear the beep indicating it was lined up with three flashes on the screen (magnifying glass icon), but it never got the fourth flash. Instead, it got the rounded dotted circle icon. Troubleshooting steps included rebooting the automated trajectory guidance unit, attempting to lock a few times, verifying the stealth icon was displaying to indicate connection, rehoming, and attempting to realign multiple times with the same outcome. There were no errors displayed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.